Manufacturer narrative:
Results: the first penumbra system 3max reperfusion catheter (3max) was fractured approximately 44.0 and 46.0 cm from the hub and stretched in multiple locations throughout its length. Conclusions: evaluation of the returned devices confirmed that both 3max devices were fractured, the first 3max evaluated was stretched, and the second 3max evaluated was ovalized. These types of damages typically occur due to improper handling during use or preparation for use. If the 3max is forcefully manipulated or handled at extreme angles, damages such as these may occur. The ace 64 mentioned in the complaint was not returned for evaluation. Penumbra catheters are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00475.

Event description:
During preparation for a thrombectomy procedure, two penumbra system 3max reperfusion catheters (3max) broke while being advanced through a penumbra system ace 64 reperfusion catheter. The two 3max devices broke prior to use and were not used for the procedure. The procedure was completed using a new 3max.

Manufacturer narrative:
Please note that the following two device codes listed on the initial report were reported in error and should not have been reported: (B)(4).